Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacy technician reported that, during intraocular lens (iol) implant procedure, the implant was not placed because it came out of the injector by itself. Additional information was requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, and stated that, there was no patient contact noted. The surgery was completed, during the same procedure. There was no clinical consequences observed.